Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an ams intepro and a non-ams device on (B)(6) 2010, to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges the plaintiff to have "suffered serious bodily injury, extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis and undergone additional surgery." The plaintiff's attorney also alleges, the plaintiff "has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and has sustained permanent injury" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.